Event description:
On (B)(6) 2012 customer reported there was a leak from the nucleated red blood cell (nrbc) mixing chamber of the dxh 800 instrument. No injuries were reported and no erroneous patient results were generated. While waiting for the field service engineer to arrive on site, the customer cleaned the nrbc and resolved a plug that caused the leak. This resolved the leak and no further leaks were observed.

Manufacturer narrative:
Device evaluated by manufacturer: no, customer resolved the issue. Evaluation codes, results, code (other): nucleated red blood cell mixing chamber. (B)(4). Eval summary: customer resolved the issue.